Event description:
It was reported that the patient was experiencing a shocking or jolting sensation; about one week ago. The shocking started to occur approx every 10 minutes. With each day, the shocking reduced and was now getting a shocking approx once a day. Current impedance measurements were high -- but were similar to baseline and not affecting efficacy (ie patient was still getting therapy benefit). Patient had a battery change approx one month ago. If additional information is received, a follow up report will be sent.